Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was not returned to animas for evaluation. If the pump is returned, an evaluation will be conducted and a supplemental report will be filed. The pt worked with a doctor to initiate injections and her blood glucose levels remained high after changing her treatment regime. No conclusions can be made at this time.